Event description:
During neurotoxin injection (botox) for spasm of muscle and spastic nondominant hemiplegia in left calf muscle, the needle broke off at the hub and was embedded in the muscle (confirmed by x-ray).